Event description:
The distributor contacted physio-control to report that their customer's device had a service wrench in its readiness indicator. Upon initial evaluation, physio-control observed that the device had logged a service code into its memory that is indicative of the device not recognizing a shockable heart rhythm. In this state, the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to process residue underneath capacitor, designator c157, on the analog pcb assembly, which was sending leg 5 on the integrated circuit, designator u46, to ground. This resulted in the device not detecting a shockable rhythm.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device had a service wrench in its readiness indicator. Upon initial evaluation, physio-control observed that the device had logged a service code into its memory that is indicative of the device not recognizing a shockable heart rhythm. In this state, the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.